Manufacturer narrative:
The customer reported complaint of the thermogard cooling tank temperature not warming was confirmed during the initial functional testing. The issue was due to a defective pic-hsg pca and was replaced. Once completed, the thermogard passed the final testing and is within the specified limits with no issue observed. Visual inspection was performed and noted that the console handle was missing. The pan drip and lid bumpers were damaged. Initial functional testing was performed and failed testing. It was observed that the heater circuit was found turned on when it should be on the "off "mode. Archive review showed tcmid errors: 5-6-4-32224-3196 x 2 and 5-6-0-2580-2552 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with sn: (B)(4).

Event description:
It was reported that during patient use the thermogard cooling tank temperature nor the patient body temperature was lowered. The use of the console was discontinued and another console was used to continue the treatment. No patient harm or consequence was reported.